Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the visit at the hospital the device revealed normal eri and eol. In addition, a charge time limit reached message dating pre implant date was noted. Recent, appropriate episodes of atp and shocks are most likely to coincide with charge time limit message. The device will be explanted for normal eri.

Event description:
New.